Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had a return of symptoms in the form of freezing gait. The caller was not with the patient or hcp to do further troubleshooting and declined help working with the patient programmer to confirm the therapy status. The caller only wanted to get a manufacturer representative out to the hospital to have the device checked out. No known event or activity prompted this issue. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Fdd c63002 no longer applies. C76126 now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the freezing gait and return of symptoms was due to the parkinson's disease and was not caused by deep brain stimulation (dbs) issues. It was clarified there were no issues with the dbs. Medication management was used to resolve the issue. It was reported the patient had parkinson's disease so the issue was chronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.